Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment issue occurred. A synergy¿ drug eluting stent was advanced to treat the lesion. However, while trying to deploy it in an ostial part of a vessel, the stent watermelon seeded out into the aorta of the patient. The device was successfully removed without patient complications.